Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A crack on the bottom front right corner of the top case and a cracked power receptacle seal were found. Error history log review found a primary audible alarm. Occlusion test was performed, and the reported event was duplicated. The root cause of the reported issue was found to be an interconnect board that does not operate as intended. Actions were taken to mitigate the reported issue: replaced interconnect board. Performed power up process and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.